Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, the surgeon inserted the dhs screw with the connector screw without difficulty. An unusual play was noticed at the junction of the dhs wrench and connecting screw; it was discovered the tip of the connecting screw had broken off inside the dhs screw and could not be removed. The tip of the connecting screw remains in the head of the dhs screw implanted in the patient.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.